Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Battery not maintaining a charge. Dealer states the lifting portion is very jerky.